Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visible inspection found optic and haptic broken. Unable to perform dimensional and functional verification due to significant lens damage. Claim# (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s.. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+1.0/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a shorter lens due to excessive vault and refractive surprise. The problem was resolved. The cause of the event is reported as unknown.